Event description:
The customer reported that the patient condition changed, they turned the xl on, and that it xl charged automatically. The customer pressed charge button to treat the patient, but disarmed. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device charged automatically. Patient involvement is unknown.